Event description:
Information was received from a neurology office that a vns patient's died. Good faith attempts are underway for further details about their death. At this time no further information has been attained.

Event description:
No further information has been received at this time in regards to the cause of this patient's death. The doctor who had been following the patient found out second hand the patient had died. They had no information. The doctor felt like the vns would not have played a part as the patient had a lot of comorbid conditions ie had been hospitalized for 6 months prior to getting vns. No specifics of their cause of death known.

Manufacturer narrative:
Describe event or problem: corrected data omitted off original MDR report.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was "pneumonitis due to food and vomit; other and unspecified convulsions." There is no allegation or other information indicating that the death is related to vns.